Event description:
The patient reported that their pulse was low and they "have not been feeling well". The patient also reported that their implantable pulse generator (ipg) battery "might be dead". The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.